Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The sigma hp box trial broke upon assembly. The part on the front where the screw driver inserts broke off of the attached rocker arms that insert into the slots on the femoral trial.

Manufacturer narrative:
Examination of the submitted device confirmed the reported breakage. The root cause of the breakage is unknown. The investigation did not establish the need for corrective action at this time. Continue to monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.